Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. The following sections were corrected: d4 expiry date, h4. Visual examination of the provided pictures identified explanted devices, these cannot be used to confirm the reported event. Devices not returned, further analysis cannot be made. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: summary note; surgeon report - xr displayed subluxation of femoral head with respect to the metal cup. The image is confirmed in CT. Prior post-op xr did not show the complication. ¿the images are not absolutely clear in showing the exact cause of this subluxation, there is suspicion that the dual mobility system has been decoupled. Root cause determined to be not device related as the notes state the head length was measured incorrectly leading to it being short and thus the events tied to the liner and bearing are secondary to the off label. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that approximately nine months post-implantation, the patient underwent a hip revision due to subluxation. The patient reported cracking feeling in their hip and imaging displayed subluxation. During the revision, it was noted that the head was too short and leading to the liner impacting on the stem. There had been an error in measurement during the initial procedure leading to insufficient length in the head. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b3; b5; d4; d6b; g3; h2; h4. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4) d10: cat# 110031009 lot# 66828544 28mm i.d. 38mm o.d. Size c bearing. Cat# 00877502802 lot# 3181452 bioloxâ® delta, ceramic femoral head. G2: foreign ¿ chile. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately six to nine months post-implantation, the patient underwent a hip revision due to subluxation. The patient reported cracking feeling in their hip and imaging displayed subluxation of the head. During the revision, it was noted that the head was too short and leading to the liner impacting on the stem. Attempts have been made and no further information has been provided.